Manufacturer narrative:
H3: the device was in a broken condition upon return. There was no damage noted to the outer tube, outer hub, or the irrigation port. However, the inner shaft was broken 0.44 inches from the distal end of the inner hub to the broken point. There were traces of a black residue observed on the broken shaft near the bushing. It was also observed that the distal end of the inner hub was deformed (outside diameter). The outside diameter of the inner hub shall measure .330 ± .002 inches and measured .354 inches which was out of specification. The device failed functional testing due to defective condition upon return and the inability to load into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery, the bur could not be removed from the m5 handpiece. There was no damage noticed when opening the package. The issue was noticed when being used on the patient. There was no patient impact.